Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device was not functioning and defective. It was further determined that the device failed pretest for excessive noise, untrue running, triggers for forward and reverse mode, reverse locking mechanism, function of the soft mode switch (safety system), air leak and air hose coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.